Manufacturer narrative:
(B)(4). Batch # u9367t. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip applier was not clipping properly. The clips were scissoring. There were no patient consequences and there is no additional information.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2020. D4: batch # u9367t. Investigation summary the analysis results found that the er320 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining 11 clips as intended. The event described could not be confirmed as no scissored clips were observed and the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following caution: "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.